Event description:
The reporter contacted animas on (B)(6) 2012 alleging that over the past 3 weeks the pump has not been priming like it used to. The reporter indicated that after the cartridge is placed in the pump and the load step is started the piston rod will keep turning but no insulin comes out until the volume reaches 60 units and then a few drops are seen. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): the rewind load and prime sequence was performed successfully and the pump was exercised for 24 hours without issues. During evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and miscolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).